Event description:
It was reported that an unspecified ingredient leaked on port 2 into an em2400 valve set. The issue was identified during programming/set up on an automated compounding device in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, h7, h9, and h10. H4: the lot was manufactured from march 29, 2022 - march 30, 2022. H9: 3010291427-06/21/2022-001-c. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.